Manufacturer narrative:
The cause for the discordant advia centaur hcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A (B)(6) test result does not (B)(6)."

Event description:
A (B)(6) advia centaur hcv result was obtained on a patient sample when tested in duplicate. The initial result was (B)(6). A second sample was tested and the result was (B)(6). Repeat testing was performed for both patient samples and the results were (B)(6). The (B)(6) result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur hcv result.